Event description:
It was reported by the patient from (B)(6) that the controller has a "very quiet low priority alarm sound". In addition, the controller displayed a dotted line and the no power alarm disappears with power disconnect. The controller was exchanged and will be sent to the manufacturer for further evaluation. There was no reported patient injury as a result of the events.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. There are no manufacturing factors that could have contributed to this event. The reported event could not be confirmed or duplicated through testing of the returned device. Applicable risk documentation and experience with events of similar circumstances were considered; events with low sound are most often attributed to a faulty speaker and result in the controller sounding a low audible alarm. The most likely root cause is a faulty speaker. No additional information will be forthcoming.